Manufacturer narrative:
(B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with ID now covid-19 assay performed on (B)(6) 2021 on a throat swab. Rt-pcr confirmation testing on a throat swab sent to (B)(6) laboratory performed on (B)(6) 2021 generated negative results. As per the customer patient was re-tested with vitapcr performed on the (B)(6) 2021 generated negative results. The customer stated the patient was not symptomatic. The patient had to isolate until the pcr results came back. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Update to h3: explanation for why device was not evaluated: device not returned; single use device h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022441 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing were reviewed for test base lot 1022441 and they met release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022441 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to sample interference or cross contamination.